Event description:
Physician reported left side textured, capsular contracture baker grade iii, and completely ruptured. Device has been explanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, capsular contracture and anxiety-product/procedure requested on september 27, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side textured, capsular contracture baker grade iii, and completely ruptured. Device has been explanted